Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation, it was noted that the right ventricular l(rv) lead exhibited unspecified oversensing led to pacing inhibition. The rv lead was capped and replaced (B)(6) 2026. The patient was in stable condition throughout the procedure.